Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a solution bag had become disconnected which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line/set) alarm that occurred on the homechoice (hc) during use, during dwell 4 of 6. The patient was connected to the hc. The technical service representative (tsr) had the home patient (hp) check the cassette lines and connections. The hp stated one of their supply bags came unscrewed from the line. The tsr explained the alarm and had the hp cycle the power to clear the alarm. The tsr helped the hp open the door to remove the cassette after disconnecting aseptically and closing all the clamps. The alarm cleared and the hp would complete therapy with the ultrabag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.